Event description:
A report was received that the patient will undergo a lead revision procedure due to significant pain at the lead incision site following a non device related fall.

Manufacturer narrative:
Date of event: (B)(6) 2011, additional suspect medical device components involved in the event: model # sc-2218-50, (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet.

Manufacturer narrative:
Updates to field: additional information indicates that the patient underwent a lead revision procedure, during which, the physician accidentally cut the lead. The lead was replaced and the patient was reportedly doing well following the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient will undergo a lead revision procedure due to significant pain at the lead incision site following a non device realted fall.